Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of kinked cannula with an infusion set and noticed symptoms 3 or more hours after insertion on the back. Patient confirmed to regularly rotate site location. Patient's blood glucose level was 250 mg/dl. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.